Event description:
It was reported by service report that the safety bar was missing the safety hook. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.